Event description:
On (B)(6) 2013, the distributer contacted animas and reported the up/down arrow keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: no visible damage was found to the keypad. The up/down arrow and contrast keypad buttons were found to be unresponsive and required multiple button presses with increased force before responding. The ok keypad button was found to be responsive. The keypad cover was removed and contamination was found under the key contacts. Unrelated to the complaint, the display screen was found to be dim/faded/discolored and difficult to read. Also unrelated to the complaint, the bolus button plug was found to be detached from the pump, exposing the internal contact. An audible alarm reading was unable to be obtained due to the damaged bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.